Event description:
Pt reportedly obtained a result of 3.2 inr on the coaguchek xs system while comparison lab returned 2.4 inr. No action taken on device result. Requested return of suspect system and replacement was sent.